Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection noted that the returned reload was pre-fired. There were staples protruding from proximal staple cartridge channel. The reload was disassembled to examine the internal components. Damage was found on the anvil adapter indicating sulu was fired into interlock. No other abnormalities noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon arrested the bleeding by hands till conversion to the open procedure and finally arrested the bleeding by 5-0 prolene. The patient had temporary cardiac arrest due to blood pressure reductions with heavy bleeding. The procedure was completed with another device. The patient is still taking orally and has a tracheotomy but can vocalize.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy, for the seventh firing, which was the second firing for interlobar, the device was set and it was confirmed ready for the firing mode. The surgeon tried to fire the device, however the device was in the condition like pre-fired and it could not be fired. The surgeon confirmed the display screen showed the replacement of the cartridge, then removed the device from the tissue. Soon after the release, the surgeon noticed the bleeding occurred at staple line of pulmonary artery, which was a different one from previously stapled. Total amount of bleeding was 1600 cc. The surgical time was extended by 60 min. There was tissue damage. The incision site was extended by more than 3 cm. The patient had received blood transfusion as a result of the issue. The procedure was completed with another device. The patient is in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.